Event description:
Per the clinic, the device was explanted on april 20, 2022, due to expansion of periosteal pocket from trapped air. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.